Event description:
It was reported that the zimmer dermatome set was used for a clinical training/education session and the motor was running intermittently. It was reported that the engineer in the hosp examined the device and he verbalized that it was the hand piece that could not operate smoothly. It was reported that there was no pt involvement associated with the incident.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 15 years old and was last returned to the MFR for repair on (B)(4) 2011. It was determined that the device was out of calibration at the zero thickness setting, on the left side. The device's motor did not operate within specs, as it operated erratically during initial inspection and post repair analysis. Visual inspection of the motor identified corrosion on the outside. It was also observed that the 2", 3" and 4" width plates returned with the device were damaged. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.